Event description:
The customer reported inaccurately low blood glucose readings with test strips. On 1/31/97, she opened the second bottle from a box of fifty and obtained consecutive readings of 34, 39 and 44 mg/dl. The tests were performed in the morning (fasting) within a span of 15 mins. Because she felt the readings were inaccurate, the customer called the co customer support line. With the rep, the customer performed a normal control solution test. The result was 150 mg/gl versus a normal control solution range of 107-161 mg/dl. The control solution lot # vj145, expiration 10/97, was opened two months ago and was shaken vigorously before the sample was applied. Also with the rep, a check strip test was performed and the result was 85 versus a check strip range of 72-96. The customer stated that the first bottle performed accurately. The desiccant is in the open bottle. The customer stores the test strips in the bedroom.